Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of the explanted device found evidence of fatigue fracture.

Manufacturer narrative:
This follow-up report is being filed to relay the manufacturing date and sterile date, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: in the instructions for used it states, "delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue." Under possible adverse effects it states, "loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures."

Event description:
It was reported that patient underwent a femoral trauma procedure on an unknown date. Subsequently, several months later, the patient was revised, due to fracture of the femoral plate. The femoral plate was removed and replaced with a subcondylar nail.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event.